Event description:
Boston scientific received information that the local sales representative was experiencing difficulty getting the right ventricular (rv) lead rate sense portion out of the header of the device. Boston scientific technical services (ts) was contacted and discussed that by loosening both set screws they should be able to get the lead out. The local sales representative tried and this and was successful in removing the lead from the header. No adverse patient effects were reported. The device was successfully removed from the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.